Manufacturer narrative:
The referenced report of the pump exchange performed on (B)(6) 2017 due to a chronic percutaneous lead (driveline) infection is covered under medwatch MFR report #2916596-2017-00835. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 10 months. Device evaluation: the explanted pump was returned for evaluation. This medwatch report covers the incidental investigation findings of percutaneous lead compromise. The pump was returned assembled with the percutaneous lead (lead) severed approximately 3 inches from the pump housing. The severed portion of the lead was returned in two portions. A percutaneous lead repair site was present on the distal most portion. The sealed inflow conduit and the sealed outflow graft, bend relief, and bend relief collar were not returned. During the evaluation, breakdown of the metal shielding was identified at approximately 8.5 inches from the pump. The metal shielding was removed. Visual inspection identified a breach in the insulation at approximately 8.5 inches from the pump on the yellow and green wires. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying yellow and green wire conductors were exposed. The yellow and green wires represent redundant wires in motor phase 1. Red heart alarms could have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2017, the patient underwent a pump exchange due to a chronic percutaneous lead (driveline) infection. During investigation of the returned pump, percutaneous lead compromise was identified.